Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue recurred, which they understood and acknowledged.